Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a microclave® clear neutral connector where the customer reported that the lipids backed up into medline and created a puddle on the floor from the microclave connection. They changed the microclave three times and the medication continued to leak. It was also stated that they discarded the microclave and attached a med syringe directly to medline tubing and no leaking was observed. However, there was a potential risk of infection for PICC line. The event occurred at 9:50 am during use on patient. There was patient involvement, no human harm or adverse event and unknown delay in therapy reported.

Manufacturer narrative:
Received one used list #mc100, microclave¿ clear neutral connector; lot #13938374. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned sample was returned and tested and performed to product specifications. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.